Manufacturer narrative:
Pump passed displacement test and self test. Hardware low level failures alarm confirmed in the pump history file due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures. The customer's blood glucose level was 153 mg/dl. The customer was assisted with the troubleshooting. It was stated that the customer was able to clear the alarm and insulin pump passed the self test. The insulin pump will not be returned for the analysis.